Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella 5.0 for mechanical circulatory support. It was reported that the impella 5.0 was successfully implanted and the patient transferred to the intensive care unit, however, a computer tomography confirmed the patient had a hemorrhagic stroke with herniation. Additional information was provided that noted care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.